Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 475 mg/dl at the time of incident and the current blood glucose of the patient was 275 mg/dl. The customer stated that the insulin pump had no delivery alarm and she could not get insulin. The customer also reported that the infusion set¿s cannula was bent. The customer stated that the insulin was exited. The customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.